Event description:
The customer reported (B)(6) 2013 his blood glucose reached 20 mmol/l (360 mg/dl) so he gave a bolus of 8.1 units of insulin. He stated the needle did deploy but it was not far enough for the cannula to insert properly into the infusion site. The pod was removed.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.